Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a lack of communication from the station. A field service engineer relocated the station to or4 communications, highlighting the necessity for it support in troubleshooting the communications issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system was experiencing communication issues with the network. The customer reported that there was no patient information available for the certified registered nurse anesthetist to access the medications associated with the patient's name. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.